Event description:
During the removal of the plate with the screws, the doctor could not remove one screw out of the 8 screws. The doctor was obliged to use the removal screw. However, the removal screw was broken and the broken tip stayed in the hole of the screw head. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a review of the device history records was performed and no complaint related issues were found. The investigation of the extraction screw shows that it was broken due to mechanical overloading during usage. Exceeding applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. We assume that the locking screw was completely blocked inside the locking thread. This may be caused by too strong tightening during the insertion or some influence during healing process caused fretting of the screw in the plate. Therefore, a too high mechanical force was applied while trying to remove them. Reviewing the manufacturing-and material document shows no deviation to the specification.